Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: sweden.

Event description:
It was reported that during surgery the comb has a dent and the machine does not work. It was slow to advance the plastic plate with the skin on but it worked. The meshed skin did not stay on the plate but went up on the knife roll. The graft was not damaged and an additional graft was not needed. There was no patient impact or delay. Due diligence is complete and there is no additional information available.